Manufacturer narrative:
Age at time of event: 18 years or older device eval by manufacturer: the returned product consisted of an isleeve sheath with a dilator in the lumen.the sheath and tip were microscopically examined. Two of the three seams are starting to expand as expected with device usage. The tip is damaged and torn. The edges of the tear were slightly jagged. Inspection of the remainder of the device presented no other damage or irregularities. The evidence indicates no damage prior to use.

Event description:
It was reported that a sheath break and patient dissection occurred. The patient's anatomy was moderately calcified. The right femoral artery was prepared with four non-bsc suture mediated closure devices. A 14f isleeve was introduced without issue for access during a transaortic valvular implant procedure. A 23mm non bsc balloon was advanced for pre-dilation and then removed without issue. An acurate valve was implanted and the delivery system was removed without issue. Mild paravalvular leakage (pvl) was noted. A 23mm balloon was used for post dilation and it was also removed without issue. The pvl was resolved to none/trace. The isleeve was then removed and it was noted that the tip had a gap and the device was torn. Angiography with the use of contrast agent revealed a dissection of the right femoral artery. The dissection could only be seen after the introducer was removed. A stent was implanted to cover the dissection. The patient was in fine condition post-procedure and was released from the hospital in good condition.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a sheath break and patient dissection occurred. The patient's anatomy was moderately calcified. The right femoral artery was prepared with four non-bsc suture mediated closure devices. A 14f isleeve was introduced without issue for access during a transaortic valvular implant procedure. A 23mm non bsc balloon was advanced for pre-dilation and then removed without issue. An accurate valve was implanted and the delivery system was removed without issue. Mild paravalvular leakage (pvl) was noted. A 23mm balloon was used for post dilation and it was also removed without issue. The pvl was resolved to none/trace. The isleeve was then removed and it was noted that the tip had a gap and the device was torn. Angiography with the use of contrast agent revealed a dissection of the right femoral artery. The dissection could only be seen after the introducer was removed. A stent was implanted to cover the dissection. The patient was in fine condition post-procedure and was released from the hospital in good condition.